Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. There has been an increase in the number of channels with high impedance status since (B)(6) 2019.

Event description:
The user's hearing performance with the device is affected. There has been an increase in the number of channels with high impedance status since (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. There has been an increase in the number of channels with high impedance status since (B)(6)2019. The user has been re-implanted. A laser was used during explantation to remove soft tissue around the electrode lead.